Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was experiencing pain at the battery site. It was also noted that the patient had a non-device related weight loss and patients battery was flipping. The physician confirmed that the weightloss was unrelated to patients symptoms. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned.